Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer changed cartridge and infusion set to address the issue. Customer's blood glucose was 162 mg/dl. Customer was successfully able to fill tubing and resume insulin.